Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7072512. Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial:(B)(4) , batch: 7071960.

Event description:
It was reported that the patient lost weight and as result the implantable pulse generator (ipg) became too shallow to be able to charge efficiently. The patient underwent a revision procedure where the ipg was repositioned to the other side of the patient's body. Because the ipg was moved, the leads were also re-tunneled to the other side. Post operatively, the patient was recovering as expected.